Event description:
It was reported that the when the patient went to have his device turned off for an MRI, upon interrogation high impedance was seen. No adverse events for the patient were reported. It was reported that the patient had lead surgery on (B)(6) 2018; however this is believed to be an error in documentation based on the original report and referral for (B)(6). Until further clarification is provided, it will be assumed that lead replacement surgery occurred on (B)(6) 2018. No additional or relevant information has been received to date.